Manufacturer narrative:
Updated fields : b4, d8, d9, g1, g3, g6, h2,h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Fse said that it was caused by compressor deterioration. The fse replaced compressor (0119-00-0236) and muffler (0103-00-0499, 0103-00-0631). Inspection was carried out based on the service manual and the result was good.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h6 (investigation findings). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue, it was caused by compressor deterioration. The fse replaced compressor and muffler. Inspection was carried out based on the service manual and the result was good. Reopened to perform root cause evaluation because the removed compressor and muffler were returned to fat. The following investigation was performed by (B)(6): ar (B)(6) 2025. The failure analysis and testing dept. Received part number 0119-00-0236, 0103-00-0631, and 0103-00-0499 with a reported unit failure of system overheating. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No overheating failure confirmed. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. At. Probable cause for the ¿compressor¿ is ¿debris or excessive stress or fatigue¿ and for the ¿muffler¿ is ¿component reliability¿.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) is overheating. There was no patient harm reported.